Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 26mm amplatzer septal occluder was selected for an implant using a 10f amplatzer trevisio intravascular delivery system. During the procedure, the left disk was really in cobra shape when trying to put it in defeat. Because of the anatomy of the patient, the physician decided to abort the case and the patient will be referred to surgery in a later stage. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The patient is stable

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no interaction with cardiac structure and no any angulation/kink noticed in the delivery system, and 10f size for the delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.